Manufacturer narrative:
Internal reference: (B)(4). Blocks d9, g3, & h3: the omniwire 89185 was returned for evaluation. Block h3: the omniwire 89185 was visually and microscopically inspected. All the distal coil portions were stretched and a portion of the distal coil was detached in two parts from the sensor housing with a sharp edge was observed. In addition, a portion of the shaping ribbon was detached from the polyamide tube, but still soldered to the dome. Block h6: the probable cause of the reported failure is damage in use as evidence by the distal coil and shaping ribbon being stretched and separated in three sections. Manipulation and strain can damage the internal components.

Manufacturer narrative:
Internal reference: (B)(4). Block b5: added reason for reporting an adverse event and product problem. Block h6: added codes 4721 (rod/shaft) and 4641 (unexpected medical intervention). In the initial MDR, code 2199 (no health consequences or impact) was identified. However, upon further review, code 4641 (unexpected medical intervention) is now being populated to most accurately capture this event".

Event description:
This adverse event was submitted because additional intervention was required to retrieve the separated distal part of the manufacturer's guidewire from the patient. This product problem was submitted because the distal part of the manufacturer's guidewire separated in two pieces.

Manufacturer narrative:
Attempts to obtain patient's age at time of event, weight, ethnicity, and race have been unsuccessful. All reasonably known patient information is included in this report. The implanted or explanted dates are not applicable to this device. The device has not been returned by the facility, thus no returned product investigation was performed. (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported that during a coronary procedure post normalization, the wire was advanced down to a slightly tortuous mid rca (right coronary artery) and resistance was felt. As the physician was pulling the wire, the wire snapped in two pieces. The distal part of the wire was in the rca and hanging in the aorta. During removal of the distal wire using a snare, the wire snapped again. Another snare and a new catheter was used to retrieve the detached wires successfully with no patient injury. An angiogram confirmed that all detached wires were removed from the patient. No patient complications or harm to the artery reported.